Event description:
It has been reported that a revision surgery was performed due to dislocation. The insert was exchanged from an 11mm to an 18mm. No additional information is available at this time.

Manufacturer narrative:
Na